Event description:
A 7 mm diameter x 18 mm length racer billary stent system was introduced into a patient for the treatment of a 95% stenosis of the left renal artery. It was reported that the physician selected a racer to treat patient with the severely calcified artery. The stent came off the balloon catheter during the physician's attempts at negotiating the stenotic segment of the left renal artery. The stent subsequently was displaced away from the delivery system and dislodged at a position that is distal to the stenotic segment and remains in the renal vasculature. The films were received and the analysis has been completed. The position of the stent in the renal vasculature was ascertained. The exact location of the stent is difficult to determine from the films that were received from the user facility. The physician used another manufacturer's stent to complete the case. No additional clinical sequelae were reported and the patient completely recovered post-procedure.